Event description:
It was reported that when using the bd pyxis¿ es server pyxis devices were not interfacing across all machines. An error message was displayed on each station indicated that patient data may not match and that there was an interfacing issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.